Manufacturer narrative:
(B)(4). 3004753838-2023-118464 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2023, the patient experienced diabetic ketoacidosis symptoms (no specific symptoms reported). At an unspecified time of the event the cgm was reading 298 mg/dl and the blood glucose reading was 215 mg/dl. The patient self-treated with insulin and at the time of the report was on the way to the emergency room but there was no additional information provided about the medical intervention or the treatment received. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.